Event description:
It was reported that when using the bd pyxis¿ es server, the user role respiratory therapist had removed permissions for the medication albuterol. They were able to remove it from station ccs but not from station ams. The customer should have been able to access the medication on ams due to their role permissions. The customer had requested that we investigate why these users were not able to remove medications from ams despite their role configuration. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was loaded in matrix drawer with meds that conflicted with user role's permissions. A technical support specialist (tss) explained that a matrix drawer becomes inaccessible if any loaded medication is not authorized for the user and recommended targeted testing, including unloading suspected medications, relocating albuterol nebs to a cubie pocket, and verifying behavior. Upon confirmation that unloading two non-standard medications restored access, the tss identified missing units of measurement as the likely root cause and advised configuring uoms to complete the formulary build. Although a temporary role-based permission resolved the issue as a workaround, the tss guided the customer to implement the cleaner fix by correcting the formulary configuration. After uoms were added and expanded permissions removed, access was successfully validated, confirming resolution. The system functioned as intended after the technical support specialist investigated the issue.